Event description:
Same case as MFR #: 2134265-2010-02394. It was reported that during a rotablation arterectomy procedure a guide wire fracture and tip separation occurred. The 99% stenotic de novo lesion was located in the severely calcified mid left anterior descending artery. Access was obtained through the femoral artery. The physician crossed the lesion with the 325cm rotawire guide wire and then advanced the 1.50mm rotablator rotalink burr to the lesion. During ablation the rotawire guide wire detached outside the body. During removal of the rotawire guide wire the spring tip detached from the wire. The fragment remains in the body. The procedure was completed with a different device. Patient status is reported as "recovered".

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that 15 days post procedure a CABG was performed. There was no problem with the patient condition.

Manufacturer narrative:
Device evaluation: the plus unit was returned to site connected together. The guidewire was returned inserted in the device. The spring tip was not returned with the guidewire. The guidewire was removed without any difficulty. An initial examination of the complaint plus unit was carried out. Tug and connect/disconnect tests were performed to examine the integrity of the connection. No issues were noted with the unit handshake connections. The plus unit was wire guided using a test guide wire without any issues. Microscopic examination of the burr revealed that the burr was flared and misshapen. There were no scratches that exposed brass on the plated back half of the burr. A scratch test was performed to test the burrs cutting action. The burrs cutting action was acceptable. The damage to the burr is consistent with the burr coming into contact with the wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).